Manufacturer narrative:
Occupation - unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the products said to be involved were not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The report could not be confirmed from the 2 pictures provided. The balloon was visible in the picture but it was not inflated and no leak was visible. The second photo of the product label verified the product. A complete evaluation could not be performed. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is not known if negative pressure was applied to the balloon prior to advancement through the endoscope. A possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user to "maintain balloon deflation with negative pressure." A possible contributing factor for leakage is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the user used a cook eclipse ttc wire guided balloon dilator. The user attempted to inflate the balloon, but it did not inflate. The device was retracted from the endoscope and the balloon was found to be broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
An emdr report was initially sent on 13-may-2020, based on the information that "during an endoscopic procedure, the user used a cook eclipse ttc wire guided balloon dilator. The user attempted to inflate the balloon, but it did not inflate. The device was retracted from the endoscope and the balloon was found to be broken." In this event, the intended use for this balloon is for dilation of the esophagus, pylorus, duodenum, or colon. Leakage in esophagus is considered reportable due to potential for aspiration. The complaint did not specify where in the body this device was used, so it was reported out of caution. Additional information was received on 14-may-2020 that stated the balloon leakage occurred in the colon. Leakage in the colon has not caused or contributed to a serious injury or death. Based on this additional information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section h10 for this justification.